Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that multiple coils were deployed in a splenic artery and the microcatheter was exchanged for a 4f catheter to deploy larger coils. There was a stenosis at the ostium of the splenic artery, which made access to the artery difficult. As the azur coil was advanced through the catheter into the vessel and across the ostium, the coil began to hang up. Most of the coil was able to be withdrawn into the catheter; however, the coil then no longer responded to manipulations, and it appeared that the coil had detached in the catheter. Both segments of the device were removed in their entirety together with the catheter. There was no patient injury or additional intervention. The patient was reported to be stable.